Manufacturer narrative:
Unit received with operating currents within specifications. Unit passed self test, restart error test, rewind, basic occlusion test and displacement test. However, unable to prime unit during force system sensor test due to faulty force system sensor. Unit received with cracked case at display window corners, broken battery tube threads, minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident. No further details given.